Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions: juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use: b. Health care professional instructions: 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection, one syringe of juvéderm® ultra xc had the needle disengage and the product "went on the patient's face." Hcp also stated the injector was pressing the plunger "with gentle force." Patient contact was made. No injury occurred. The allergan packaged needle was used and tightened by hand.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml received with the needle still attached to syringe in an opened tray and pack. No defect observed to syringe.

Event description:
Healthcare professional reported during injection, one syringe of juvéderm® ultra xc had the needle disengage and the product "went on the patient's face." Hcp also stated the injector was pressing the plunger "with gentle force." Patient contact was made. No injury occurred. The allergan packaged needle was used and tightened by hand.